Event description:
It was reported that the patient presented with lv lead noise observed via merlin transmission. Only in one episode, noise was only seen during the rv cap confirm test. Performing isometric to reproduce the noise was suggested. Subsequently, inappropriate ams episodes due to far field oversensing were reported. Review of the egms showed that the patient had inappropriate ams due to far field r wave oversensing. Programming changes were made and the device will be monitored. Patient condition is stable.

Event description:
New information notes that the noise was indeed oversensed and inhibiting bi-vpacing as a result.